Event description:
Evidence of atrial lead failure. Reprograming of atrail output to test lead resulted in con of ventricular pacing with prolonged arystole aaand near syncope - corrected by reprogramming with "emergency vvi" button.